Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 320 mg/dl. The customer's friend stated that, while trying to set up the bolus wizard, he noticed that the buttons stopped working. No other significant events leading to the alarm were observed. He stated that the customer's blood glucose levels were high since he had not been able to treat with the insulin pump due to the button error alarm. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.